Event description:
It was reported that the user entered an incorrect pairing code for a dexcom g7 continuous glucose monitor (cgm) sensor while using the ilet system, then successfully resolved the issue after guidance to toggle the settings and re-enter the correct code. No adverse clinical symptoms reported. Outcomes included restoration of proper cgm pairing and continued use without clinical impact or hospitalization. User support included customer interview and device-use troubleshooting focused on cgm pairing workflow and user interface steps. Investigation of this case revealed user error in sensor selection and code entry, with no malfunction of the ilet device or cgm component. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
Initial.